Event description:
It is reported that the pt is experiencing pain in her left hip.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: neither surgical notes nor x-rays were provided for review, component fit and orientation are unk. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Cause cannot be definitively determined. Eval: review of the device history records was not possible as the product and/or lot numbers were required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not received. Should additional info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.